Event description:
Same case as MDR ID#: 2134265-2013-01163; 2134265-2013-01307. (B)(4). It was reported that angina, in-stent thrombosis and myocardial infarction was noted. On (B)(6) 2013, the subject presented due to unstable angina and myocardial infarction (mi) (peak troponin= 20.4 ng/ml, uln= 0.03 ng/ml). Cardiac catheterization was recommended. One day from admission, index procedure was performed. Target lesion # 1 was located in the distal segment of the saphenous vein graft (svg) to 1st obtuse marginal (om1) with 100% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician advanced a choice pt extra support guidewire with backup support of a balloon however; it was unable to cross the lesion. Subsequently, the lesion was successfully engaged and treated with pre-dilatation and thrombectomy with non-bsc device with resolution of most of the thrombus with resulting 60% stenosis. Pre-dilation using a 2.0 x 20 mm apex balloon catheter was performed followed by thrombectomy which resulted in vessel recoil after the om insertion site. Following which, repeat balloon angioplasty was performed with placement of a 2.50 mm x 16 mm promus element plus stent, with 0% residual stenosis. Target lesion # 2 was located in the mid section of the svg to 1st om with 80% stenosis and was 28 mm long with a reference vessel diameter of 4.0 mm. The lesion was initially treated with thrombectomy along with the use of a non-bsc distal protection device. Following this, the 80% lesion was treated with direct stent placement using a 4 x 32 mm promus element plus stent with 0% residual stenosis. Additionally, a mild pre-existing clot at the proximal section of the svg to om1 was treated with tri-nitroglycerin and verapamil. One day post procedure, the subject was discharged on aspirin and clopidogrel. Twenty-three days post index procedure, the subject presented due to unstable angina. Electrocardiogram revealed t wave abnormality and cardiac enzymes were elevated. An event of mi was noted and the subject was referred for cardiac catheterization. One day from admission, the lesion located within svg to om1 was attempted to be revascularized. An attempt to access the lesion using a pt2 moderate support guide wire was made but the guidewire was unable to cross the previously deployed and occluded 2.5 x 16 mm promus element stent. As good flow within the vessel was noted and as enough wire could not be crossed into the vessel to stent the proximal portion of the svg, a decision of not to further intervene within the graft was made and instead revascularization of the native om1 was considered. The 80% stenosis located in the mid segment of the 1st om was treated with direct stent placement using a 2.5 x 20 mm promus element stent with 0% residual stenosis. The 80-90% lesion located in the distal rca and extending up to ostial r-pda was treated with pre-dilatation and placement of a 2.5 x 24 mm promus element stent with 0% residual stenosis. Additionally, another 80% lesion located in the proximal rca and extending up to mid rca was treated with direct stent placement using a 3.5 x 24 mm promus element stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).